Event description:
It was reported that a malfunction code, malf 9, was displayed on the customer's device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappears, which the customer acknowledged and understood.